Event description:
It was reported that a user experienced sustained hyperglycemia after initiating ilet therapy, with the highest reported glucose of 500 mg/dl and earlier report of 387 mg/dl, while using a steel cannula infusion set with 23-inch tubing; the event was attributed to an infusion set deployment error in which the needle guard was not removed prior to insertion, and the user paused the pump and administered a subcutaneous injection before later changing supplies. Symptoms included thirst and dry mouth. Outcomes included no hospitalization and self-management with backup injection and subsequent supply change, after which glucose levels decreased. Investigation included troubleshooting and user education, including guidance to change supplies and correct infusion set insertion. Investigation of this case revealed an incorrectly deployed infusion set consistent with delivery interruption as the root cause. It was concluded, based on previously established findings for similar reports, that user technique error during infusion set insertion was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.